Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2023 and suture was used. During the procedure, at 9:50 am, the child was delivered. After the placenta was stripped, the doctor sutured the patient's uterine muscle layer with a suture. When tying the knot, the suture broke, causing the patient to bleed slightly and the suture time was extended. Changed another one to complete the surgery. No adverse patient consequences were reported. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/20/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. The following informing was received: after investigation, the patient was a 33-year-old woman who underwent cesarean section at hospital on (B)(6) 2023. The surgeon used vcp358h to perform the uterine sewing in the way of continuous suturing. The suture broke when suturing and knotting. The surgeon immediately replaced a new suture (with specific product information unknown) for sewing again. The subsequent operation went smoothly. As a result of this event, the amount of bleeding was increased (the specific amount of bleeding was unknown) and the operation time was prolonged for about 10 minutes. No subsequent adverse event report was received.